Event description:
A female patient shipped her system back without letting lifecor customer support know the reason. When support inserted the battery pack into the monitor to verify the patient's name, the system asked for the release of the response buttons. Battery was removed and placed back into the system with the same results. After support pressed and released the response buttons a few times, the device booted up normally.

Manufacturer narrative:
Device evaluation summary; device evaluation of monitor has been completed. The defective response button problem was confirmed. When the response buttons were depressed they would intermittently stick. The root cause of defective response button has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The patient received a replacement monitor.